Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient's doctor recommended the patient use cortisone cream to the area. Follow up with the patient was completed and the skin irritation was reported to have been unchanged. The patient continues to wear the lifevest.